Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a routine device replacement procedure the physician encountered difficulty loosening the setscrews of this pacemaker. Several wrenches were attempted unsuccessfully. Attempts to remove the leads from the header by tugging on them were also unsuccessful. Attempts to cut the header to aid in removing the leads could not be performed as the necessary tools were unavailable at the time. The procedure was halted until the necessary tools could be obtained. The following day the patient underwent surgical intervention again where the back of the header was cut off and the leads were pushed out. The leads were tested on the pacing system analyzer (psa) and confirmed to be functioning normally and they remain in service. This device was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that all seal plugs were missing from the device. The header was also noted to be separated from the case and is in two pieces. A portion of a hex wrench was broken off flush with the top of the distal ventricular set screw and is lodged in the hex hole of the set screw. All other set screws were found to function normally. All four capture washers were vent up indicating excessive force exerted upon them in the counterclockwise direction. The hex holes of the v+ and a+ set screws were rounded out indicating that the hex wrench was not fully inserted into the hex hold of the set screw prior to turning. The header was cut and damaged by an externally applied tool. Longevity calculations confirmed normal battery depletion and analysis of the device memory confirms therapy was available at the time of explant. Analysis concluded that the damage to the device was induced. The use of competitor¿s wrenches may have contributed to the allegation. The difficulty removing the leads was a result of the damage to the set screws.